Event description:
It was reported that a patient's nurse removed the dressing from his l posterior thigh the dressing stuck to the wound bed. He states it felt like being stabbed and he then experienced uncontrollable bleeding. The patient was admitted for a blood transfusion due to the severe bleeding experienced.